Event description:
During the device evaluation, the xenon light source's brightness adjustment did not work and could not make tissue distinguishable. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The issue occurred during the therapeutic procedure. The intended procedure was completed with manual dimming at max, while using the endoeye deflectable videoscope.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that there was an error in the operation of the auto-dimming. The event can be prevented by following the instructions for use which state: "the service life of the products shall be six years after shipment (after delivery) (subject to self-certification (our data)). The number of years required for proper use, such as performing a pre-use inspection as shown in the package insert or the instructions for use and performing a repair or overhaul based on the results of the inspection." Olympus will continue to monitor field performance for this device.